Event description:
It was reported the screen does not come up to the main selection screen. It remains black. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis could not confirm the customer comment, no anomalies were found.